Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-07555). (Note: biomet, inc. Acquired the trauma product line from (B)(4) on (B)(4) 2012 (¿closing date¿). Pursuant to the written agreement between biomet and (B)(4), biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by (B)(4) and not biomet.) (B)(4) also sold the product that is the subject matter to the healthcare provider involved.

Event description:
It was reported that patient underwent a proximal humeral plating procedure on (B)(6) 2014. During the procedure, a screw and four pegs would not engage with the plate and were removed. The plate was implanted with only the four remaining pegs in it.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the root cause was most likely installation of the peg being off center of the plate hole. Drilling may have also been off center which resulted in peg engagement issues.